Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case was dented and contam inated, the lower case was dented and broken, the battery release was contaminated, the ring cover was broken, the keyboard was scratched, and the serial number label was punctured. The side bail covers, side bails, and ring were missing. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.